Manufacturer narrative:
Beckman coulter field service engineer (fse) visited the customer multiple times to replace multiple hardware parts, including the stirrer motor, tricontinent syringe, creatinine module, and performed alignments, but the issue was not resolved. On the last service visit, the fse noticed that the issue started on the same day when the customer loaded the crem (modular creatinine) reagent on the instrument. The fse instructed the customer to prepare and reload a new reagent and the issue was resolved. The fse believes the primary failure mode is the crem reagent although there were multiple hardware parts replaced and any of the replaced parts could have contributed to the event.

Event description:
A customer reported to beckman coulter that the unicel dxc 800 pro synchron clinical system generated erroneously high creatinine (crem, modular creatinine) results for two patients. The results were reported out of the laboratory and questioned by emergency room staff. Repeat testing produced lower results for both patients and amended reports were issued. There was no report of death, injury, or change to patient treatment.